Event description:
It was reported that the raised handles on the siderails breaks off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the raised handles on the siderails breaks off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the plastic on the release handles strips or rounds up and then breaks off. Parts sent to customer to do repairs. Customer performed evaluation.